Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he had issues yesterday with changing infusion set. He changed once but he usually gets a lot of pain. He had a very high blood glucose. He took it out and it was bleeding. It took him 5 times to put in a set without pain. Customer stated that blood glucose went up to 500mg/dl but treated with the insulin pump. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.